Manufacturer narrative:
Batch review performed on 27 may 2019: lot 168413: (B)(4) items manufactured and released on 01-mar-2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision occurred 1 year and 7 months after cementless total hip arthroplasty in a young ((B)(6) year old) heavy ((B)(6) kg) man. In the radiographic image provided the stem looks probably subsided but this cannot be confirmed not having an immediate postoperative x-ray. One hypothesis could be undersizing but this cannot be assessed on the basis of a single anteroposterior pre-revision x-ray. No conclusion can be drawn.

Event description:
On (B)(4) 2019 we were informed about a revision surgery performed on (B)(6) 2019, 1.5 years after primary surgery, due to stem loosening.